Event description:
It was reported to boston scientific in 2006 that during insertion of a vaxcel mini port, a piece on the locking collar detached and got stuck on the catheter. The clinician was required to remove the device and insert another of the same device. The second port was successfully implanted, and no patient complications were noted.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.